Event description:
It was reported that the flex deflectable videoscope image appears to be purple and displayed scope communication error (e216) was displayed. The issue occurred during preparation for use prior to an unspecified therapeutic procedure. The intended procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Establishment full name: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.additional information added to field h6, h3.a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four years since the subject device was manufactured. Based on the results of the investigation, the cause of the purple-colored image and scope communication error e216 was likely due to the breakage of the image sensor unit, including disconnection by stress from repeated use, external factors, or handling, or that the components, including the integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. However, a definitive root cause could not be identified.the following is included in the instructions for use (IFU): labelingthe instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event 1/2. Olympus will continue to monitor field performance for this device.